Manufacturer narrative:
Additional information: on 7/31/2019, mentor became aware that the patient underwent bilateral removal and replacement with saline mentor smooth round high profile 460cc breast implants, catalog number 3503560, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. On 8/6/2019, the mentor failure analysis lab received the device for evaluation. On 8/22/2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample it was noticed to be intact. Leak testing revealed a tear measuring approximately 0.5 cm located in the anterior view and a leakage in the valve. Microscopic examination was performed in the tear and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. By the other hand, regard the tear discovered, possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round high profile 420cc, catalog # 3503420, serial # (B)(4), lot # 6908360. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent a primary breast augmentation with a saline mentor smooth round high profile 420cc breast implant and experienced deflation on the right side post-operational. The deflation was confirmed by the physician upon examination. As a result, the device has been scheduled to be explanted on (B)(6) 2019.